Event description:
Pt was being transported from surgical suite to ICU. Anesthesiologist was ambuing pt via endotracheal tube and ambu bag disconnected/fell apart and unable to be used. Another health care provider ran for and retrieved another ambu bag from ICU. Therefore, pt did not suffer harm.